Event description:
It was reported that the off the shelf uninterruptable power supply (ups) integrated with the acuity central station failed to provide power during a power dip at the hosp. The ups had been alarming for low battery prior to the hosp power failure. There was no pt harm to any kind associated with the failure of the backup battery. Centralized patient monitoring was lost for approximately 20 minutes until the power was restored and the system rebooted. Bedside monitoring continued on battery power during the power outage.

Manufacturer narrative:
Evaluation summary: the device is an installed centralized pt monitoring system with backup power supplied by an off the shelf uninterruptible power supply (ups). The backup battery in the ups, by MFR detec, now known as eaton powerware, failed to provide power during a power dip at the hosp. The hospital biomed reported that the ups was alarming to indicate the low battery prior to the power dip. This event is being filed as an MDR because of the temporary loss of centralized monitoring. The battery was manufactured over 8 years ago. The actual device was not returned to the MFR. The customer biomed replaced the battery and the ups alarms went away. That, and the age of the device, is sufficient to confirm the reported failure and to indicate normal wear out of the battery as the probable cause. The customer biomed reported that there were 4 pts connected to the centralized monitoring system at the time of the power failure. He couldn't provide pt details because of the unit was in service in an emergency dept and the pt records were not available.